Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, upon opening the package, white blooming was noted on the handle of the catheter. The physician decided to use the catheter. During the procedure, most of the blooming disappeared because of the physician operating the handle. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle which is potential adhesive. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. There are some pictures attached to the complaint, and it is possible to observe white marks / spots in the catheter handle.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, upon opening the package, white blooming was noted on the handle of the catheter. The physician decided to use the catheter. During the procedure, most of the blooming disappeared because of the physician operating the handle. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.